Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The mother of a customer reported via phone call of high blood glucose of 423 mg/dl and a no delivery alarm. Customer declined high blood glucose troubleshooting and had already treated with an injection. Customer also indicated that they spoke with their doctor.